Manufacturer narrative:
B5. Describe event or problem; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Received prior to initial MDR submission: the patient was seen post implant and impedance is stable. Received after initial MDR submission: the physician believes the cause of the fluid leaks is due to age/ware related device failure. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that during battery replacement surgery, fluid was seen inside the insulation of the lead. The surgeon decided to leave the lead in place and monitor patient's impedances frequently. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.